Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as at the time of implant was narrowing of both common iliac arteries, the right measured 11 mm in diameter and the left 9 mm in diameter. The remainder of the vessel morphology was unremarkable. The bifurcated stent graft was implanted on the right side. It was reported that the physician decided to reline both limbs with aneurx limbs because of the narrowing in the common iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related: narrow iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: narrow iliac arteries).